Event description:
The hcp reported that the pump was prematurely explanted after 21 months. The hcp had "changed medicine, dye study-pump worked on simple continuous but seemed not to deliver in periodic bolus." The pt had been receiving lioresal through the pump and was experiencing "withdrawal". The pump was replaced and the explanted pump was returned to the MFR for analysis. A follow-up report will be sent when additional info becomes available.

Event description:
The hcp reported that the patient was experiencing rigidity and lethargy. The date of onset was reported as 3/2005. "Progammed several bolus doses with improvement and switched back to continuous mode - ok. When switched to periodic bolus - withdrawal. Then changed to synchromed ii pump with resolution." The patient recovered without sequela.